Event description:
It was reported that the patient presented in or for change out due to normal eri. Externalized conductors were observed via fluoroscopy. The lead remains implanted and will be monitored.

Event description:
It was later reported that the patient presented in or for a lead extraction procedure due to loss of capture and decreased sensing. During the extraction procedure, the patients atrium was lacerated and the patient experienced internal bleeding. Attempts to stop the bleeding were unsuccessful and the patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.